Manufacturer narrative:
This is MDR 1 of 2 for this event. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from spain, edwards received notification of a pascal precision ace procedure in tricuspid position. After release of the first device, a single leaflet device attachment (slda) occurred. Patient had a tricuspid valve with significant gap and broad jet. The initial strategy was considered multi-device. The first ace was inserted with 2d echo tee guidance. However, due to poor trans-gastric (tg) view, orientation was guided using 3d tee of the tricuspid valve. The initial grasping showed the device was positioned too posteriorly; therefore, the device was repositioned centrally. Independent grasping was performed: first on the septal leaflet, then the lateral one (p1). Posterior leaflet was optimized. The residual posterior jet remained, but tricuspid regurgitation (tr) was reduced by more than 2 grades. The decision was made to release the first device and place a second one to address the posterior jet. After release of the first device, slda of the lateral (p1) leaflet was observed. A second pascal device was implanted. The initial tricuspid regurgitation (tr) grade was torrential, it was severe after the slda happened, and it was torrential at the end of procedure. As per medical opinion, this was a very challenging case with no tg view. As per the latest clinical update, the patient was discharged with plans for follow-up. As per medical opinion, if the patient remains clinically stable, no further intervention is anticipated.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests imaging quality during the procedure likely contributed to the event. Per event description, it was a very challenging case and there was poor trans-gastric (tg) view. Additionally, there was no tg view during releasing the implant. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the latest clinical update, the second device remains attached to the first. The patient is under consideration for transcatheter valve implant considering the big size of the annulus.